Manufacturer narrative:
The investigation was completed on 08-jun-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure that included the use of an octaray mapping catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during a procedure an adverse event occurred. The physician went double transseptal with a brk needle. The physician was mapping the left side completely using the octaray mapping catheter. The physician was about to exchange the ultrasound catheter for the webster cs catheter after they finished when the physician found a moderately sized effusion during a standard check on the ultrasound machine. They reported that the patient's blood pressure was stable and there were no other vital signs that were irregular that would indicate an effusion. The pericardial effusion was confirmed and highly visible on the ultrasound machine image. They reported that the physician was currently performing an abdominal tap/ pericardiocentesis on the patient and fluid was being removed. They were still performing the tap while we were on the phone and could not confirm how much fluid had been removed currently. They also were performing an echocardiogram on the patient. The soundstar catheter, the smarttouch sf catheter, the biosense webster cs catheter, and the octaray mapping catheter were all used in the procedure. The octaray mapping catheter and the smarttouch sf catheter were both in the body when the effusion was discovered. The soundstar catheter was also in the body at the time of the effusion discovery. The cs biosense webster quad was in the esophagus earlier in the procedure, but it was not in the body at the time the effusion was noticed. The octaray mapping catheter (the caller noted this catheter was the "3x3x3 size." The caller could provide no other product information for the octaray mapping catheter). They also had no further product information for the other catheters involved. Additional information was received. It was discovered during use of biosense webster products. Physician¿s opinion on the cause of this adverse event was the procedure. Pericardiocentesis was done. Outcome of the adverse event was fully recovered. Patient required extended hospitalization because of the adverse event as there was an overnight stay in the intensive care unit (ICU). Transseptal puncture was performed with a sjm brk needle. The event occurred during the mapping phase. Irrigated catheter was used in the event, the flow setting was 2ml/15ml. Correct catheter settings were selected on the generator. Pump switching was not from ¿low¿ to ¿high¿ flow during ablation. Prior to noting the cardiac tamponade, ablation was not performed. No evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. All force visualization features were used. Visitag module was used, parameters for stability used was 1.5mm, 5sec, 35% with 5g. No additional filter used with the visitag. Tag index was used.